Event description:
It was reported that during a preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit's keypad was not functioning, buttons were not lighting up on keypad. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge field service engineer ordered the following parts: overlay main keypad and keypad assembly, however, the fse tested the unit and it was still not functioning. So, the fse then ordered a pcb keypad controller. Upon arrival, the fse replaced the part and the unit was operating as intended.

Manufacturer narrative:
The failure analysis and testing dept. Received the following parts associated with this complaint: pn: 0670-00-1145 rev. B, sn: (B)(6). Pn: 0331-00-0119 rev. B, sn: (B)(6). Parts were received with a reported failure of the keypad not functioning. The fat performed a visual inspection and found the part to be in good condition. The fat installed pn: 0670-00-1145 into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. Confirmed that the buttons and the leds were not functioning. The fat installed pn: 0331-00-0119 into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. Could not confirm a failure on this part. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.